Event description:
Information was received on a copy of a user medwatch report. The report dated 07/02/2009 identified the patient as a male patient, and described the event the month prior, as the cuff blew on a size 4 unspecified model of tracheostomy tube. There was no additional information.